Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Levels: l5-s1 it was reported that on (B)(6) 2011, the patient underwent spine fusion surgery from vertebrae l5-s1, where only rhbmp-2 and collagen sponge were used. Post-op, patient complained of worsening pain in the low back with pain and radiculopathy in the lower extremities. Severe pain and symptoms compelled patient to undergo a revision surgery. Patient continued to experience constant pain in lower back and a recurring skin rash on the lower part of body. The patient had difficulty in standing and walking or doing anything for an extended period of time. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that patient enjoyed pre-operatively, and had otherwise suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with 1) right l5-s1 foraminal stenosis 2) right l5-s1 calcified disc herniation 3) isthmic spondylolisthesis l5-s1 and underwent the following procedures: 1) minimally invasive right l5-s1 transpedicular decompression. 2) minimally invasive posterior spinal fusion l5-s1. 3) minimally invasive transforaminal lumbar interbody fusion l5-s1. 4) non-segmental instrumentation l5-s1. 5) placement peek interbody cage l5-s1. As per op-notes,¿ we then placed pedicle screws in a similar fashion on the left at l5 placing a 6.5 x 45 mm screw, on the left at s1 placing a 7.5 x 40 mm pedicle screw. I then decorticated the transverse process of l5 and the sacral ala and then placed cancellous allograft and the remainder of 1/4 of a small bmp over the transverse processes. We then seated a 35 mm rod with standard connectors under light compression.¿ the patient tolerated the procedure well without any intraoperative complications. (B)(6) 2011: the patient was discharged from the facility.